Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Correction to field h6: evaluation conclusion code

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not cycling properly, and the patient was dissatisfied with the pump placement. A surgical procedure was performed in which the device was explanted, and the cylinder and the pump were replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not cycling properly, and the patient was dissatisfied with the pump placement. A surgical procedure was performed in which the device was explanted, and the cylinder and the pump were replaced. There were no patient complications reported.